Event description:
It was reported that, "the ortho resident was reaming the femoral canal up to size 21 mm conical reamer. The reamer was stuck in canal, could not get the reamer dislodged. Broke a couple of t-handles. Finally, after using vise grips, got the reamer out of the canal."

Manufacturer narrative:
This is the same pt/event as: MFR #2249697-2012-00183, #2249697-2012-00185. When completed, the eval summary will be submitted in a supplemental report.